Event description:
It was reported patient underwent reverse shoulder arthroplasty (B)(6) 2010. Subsequently, a revision procedure was performed (B)(6) 2013 due to patient fall which resulted in fracturing the taper off the humeral tray. The stem, humeral tray and bearing were removed and replaced.

Manufacturer narrative:
Current information indicates patient fall caused the reported event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.